Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in sales force which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station thermal and label printed was not working properly. The technical support specialist replaced the driver and configured the printer properties using knowledge article 000011444 "trouble shooting zebra printer es" to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station thermal and label printer was not working properly. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.